Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damages of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake function test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Result: finally, we have dismantled the valve. Inside the valve we have found dried deposits of substances (likely protein). Based on our investigation, we confirm that the valve is occluded and non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Date of event: unknown. Implant date: unknown. Explant date: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "shunts are not adjustable, valves explanted." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. All medwatch submissions related to this patient are: 3004721439-2019-00014.